Event description:
It was reported that there was telemetry difficulty, no output, and that the device experienced electrical reset. It was further reported that after a magnet was applied to the device, there was no pacing, and a "full electrical reset" message appeared. The reset could not be cleared and there was no telemetry. The technical consultant stated that the device may have gone to eri (elective replacement indicator) some time earlier and that the magnet application caused current drain which stopped the pacing. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): the device was in a no output and no telemetry state. The no output was the result of normal battery depletion.